Event description:
Baxter reports "crack on clamp surface" of transfer set. Per affiliate, "crack found in second day of use, but the crack became severe more and more. Pt had to changed a new one (i.e. 18 days later of use)." No pt injury or medical intervention reported by affiliate.